Event description:
On august 2, 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio flex meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began when she first received the meter (no specific date or time provided). The patient reported that she was unable to perform a test using the subject device due to receiving an (unknown) error message several times. The patient stated that she manages her diabetes using pills, diet and/or exercise and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of feeling angry then passed out an unspecified amount of time after the alleged issue began and was reportedly woken by a relative and taken to the hospital approximately 1 hour later. The patient stated that the hcp gave her a tablet (details not provided) for her known uncontrolled tension. The patient confirmed that her blood glucose had not been measured using any other device, and that she received training from her hcp around how to use the meter properly. The csr was able to resolve the issue with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.